Event description:
The user facility in (B)(6) reported the filter clogged resulting in compromised aspiration during segment removal. The pack was replaced and the surgery was completed with no injury to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00366.